Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the system was explanted due to infection. The patient was not symptomatic otherwise. The system will not be replaced. The patient was stable post-procedure and will be monitored normally.

Manufacturer narrative:
Patient identifier should have been reported as ¿(B)(6)¿ rather than ¿(B)(6)¿. (B)(6). Not returned.

Event description:
New information received notes that few weeks following the implant procedure, the patient reported discharge from the implant site. Antibiotics were prescribed. During another follow-up visit, the incision site was evaluated, and it was responding well to the antibiotic therapy and healing well. The patient presented to the hospital again with yellowish discharge from the incision site. Physician elected to explant the system.